Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site per, variance 5. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had one or two sensors that would not get any readings. Customer was receiving lost sensor alerts. Customer doesn't have insurance and has runt out of sensors. Customer stated that his blood glucose levels were in the 200 mg/dl range. Customer stated that the last time he wore the sensor was in november. Customer was advised to go to the hosp by her healthcare provider. Customer stated that he was vomiting and couldn't keep anything down. Customer was given 3 bags of fluids and released. Customer went home and changed the set. Customer has not had any further issues. Customer stated that his blood glucose level was 227 mg/dl at the time of the hospitalization. Customer was hospitalized on (B)(6) 2014. Customer had diabetic ketoacidosis. Customer was treated and released the same day. Customer has not had any issues since. Customer will be followed up within 90 days. No add'l info provided.